Event description:
The patient was originally implanted with an afx bifurcated stent graft and infrarenal aortic extension on (B)(6) 2013 by physician (B)(6) at (B)(6). During a routine follow-up CT scan, a type 3b endoleak was revealed with significant sac enlargement to 7cm from 5cm at time of implantation of the afx graft. Endologix became aware of this event on (B)(6) 2018. Re-intervention has not occurred to date.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: sac growth and type iiib endoleak. The complaint is most likely device related (use of strata material). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a main body and three (3) iliac limb ovation ix devices on (B)(6) 2018.